Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. It was noted that the device pocket was draining and open. Cultures were taken and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.